Event description:
Datex-ohmeda finland was informed in august 2001. The customer reported cardiocap ii bedside monitor was in use on a pt. Pt reportedly turned blue and customer alleges the alarm did not sound. The biomed reportedly noted that the central alarm volume was turned down at the nurses' station. The family stated, however, that the monitor in the pt's room did not alarm. The pt is reportedly doing o.k. Four days later, the co received more case information. Pt with history of lung disease. The device ch-2s-27-03 did not alarm at preset spo2 levels. The hospital's risk manager reported to datex-ohmeda representative that family member said: pt slumped over, eyes rolled back and spo2 values were 40% with no alarm. Pt had mucous plug that was removed - pt condition improved to previous status. The device was taken from use.